Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user was unable to fill a new cartridge as a small piece of white material was stuck in the syringe needle. The user successfully loaded a new cartridge with a new needle/syringe. The user's blood glucose level was 143 mg/dl.